Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a laparoscopic supercervical hysterectomy on (B)(6) 2013. In the middle of the procedure, the device started to flicker and then shut down. The physician tried to use the device several times with the same results. The case was converted from a laparoscopic supercervical hysterectomy to a laparoscopic assisted vaginal hysterectomy.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy on (B)(6) 2013. In the middle of the procedure, the device started to flicker and then shut down. The physician tried to use the device several times with the same results. The case was converted from a laparoscopic supracervical hysterectomy to a hybrid laparoscopic supracervical hysterectomy/ vaginal supracervical hysterectomy. In order to finish the procedure, a colpotomy was performed and morcellation was conducted manually through the vagina. Approximately 250 grams of the uterus was removed through the colpotomy with the assistance of laparoscopic visualization through the abdomen. Upon completion of morcellation, the colpotomy was sutured and the procedure was finished with cervix intact.